Manufacturer narrative:
The pad device was installed with a pad-pak on (B)(6) 2010 then removed. A pad-pak was inserted into the device on (B)(6) 2010. On (B)(6) 2010 there are multiple manual events indicating the device was switching itself on automatically. The device was disassembled and a fault was found with the on and shock buttons on the membrane. The reported symptoms can be attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.